Manufacturer narrative:
(B)(4). This is a report of a leak and a use error in which a bag had become disconnected and was reconnected by the patient.. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide also provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak when a bag disconnected from a line. This occurred during fill five of five of peritoneal dialysis therapy. The bag had become disconnected due to a loose connection. The patient reconnected the bag after it disconnected. The technical service representative reviewed proper procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.